Manufacturer narrative:
On 27aug2025, an authorized service provider (asp) evaluated the device at a repair center. The asp confirmed that a 3.3v power supply failure, a 5v power supply failure, a 35v power supply failure, a motor controller (mc) printed circuit board assembly (pcba) analog to digital converter (adc) failure, and an over-voltage protection (ovp) circuit failure alarm had occurred. The asp replaced the mc pcba to resolve the issue. Following the part replacement, the asp completed a cleaning, running test, and functional test before returning the device to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the there was an over-voltage protection (ovp) circuit failure alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. During a check of the device, the device produced a 3.3v power supply failure, a 5v power supply failure, a 35v power supply failure, a motor controller (mc) printed circuit board assembly (pcba) analog to digital converter (adc) failure, and an ovp circuit failure alarm. The power was turned on at the sales office, and the alarms were confirmed to be reproducible. It was stated that the device continued to operate otherwise. This investigation is ongoing.